Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a52s phone with android operating system version 13. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced seizures. The customer was given a sweet drink for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing high and low alarm. Attempted to replicate the user¿s complaint using similar configuration (samsung s22, os 13, 2.8.4.9335) and successfully start a libre 2 sensor, receive high and low glucose readings and alarm notifications. Unable to reproduce the complaint. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then reader was placed at a distance from the sensor. Signal loss message was displayed. An extended visual inspection has been performed on the returned sensor and no issue were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Returned sensor was re-programmed and the sensor was activated with a known good reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then reader was placed at a distance from the sensor. Signal loss message was not observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a52s phone with android operating system version 13. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced seizures. The customer was given a sweet drink for treatment by a third-party. There was no report of death or permanent impairment associated with this event.